Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 6947m55 rv lead, 6984m adaptor, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance spike and a rise in impedances to the point of being out of range. Follow up with the clinic noted that a fracture was suspected. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.